Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. The user facility was notified of the event on (B)(6) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. (B)(4).

Manufacturer narrative:
Evaluation of returned device found that it met design specifications.this report submitted (B)(4), 2011.

Event description:
It was reported that patient underwent procedure to remove a retrograde nail on (B)(6) 2011. During the procedure, unsuccessful attempts to use the nail extraction tap were made. An alternate instrument was used to complete the procedure, but only after a delay of more than half an hour had occurred.